Manufacturer narrative:
New updated and corrected information is referenced within the update statements in please refer to statement dated 17jul2020. No further follow up is planned. Evaluation summary: the reporter stated the patient attached needles to the pen until the next application and reused them around three times. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use and storage of the device. The patient reused needles and stored the device with the needle attached. The humapen savvio user manual states to use a new needle for each injection, to not store the pen with needle attached, and to remove the needle after every use.

Event description:
Lilly case ID: (B)(4). Product complaint: none reported. This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a (B)(6) (at the time of initial report) female patient of unknown origin. No information regarding medical history was provided. Concomitant medication included insulin glargine for unknown indication for use. The patient received human insulin (rdna origin) regular (humulin r) cartridge, unknown dose, at lunch time and also at night whether the blood glucose was high, unknown route of administration, indication for use and start date (reported as over then 10 years). On an unspecified date in (B)(6) 2020, unknown time after beginning human insulin regular therapy via humanpen savvio, the patient had to be hospitalized and her glucose rate was above 500 (units and normal range were not provided). At the hospital, the blood glucose checked 590. The patient had to be hospitalized for eight days taking medication from the hospital, and taking insulin glulisine, but the glucose remained high. On (B)(6) 2020, unspecified time after starting human insulin regular, it was stated that patient was hospitalized and, on admission, she received another insulin asked insulin aspart and insulin human regular was stopped (as reported). It was also stated that this hospitalization was from the cardiology part (as reported), patient experienced acidosis, had catheterization and placed a temporary pacemaker. Conflicting information was provided by the reporting consumer as it was initially stated that the first hospitalization was for this catheterization, however, it was also reported a hospitalization in (B)(6) 2020 for blood glucose increased. On an undisclosed date, it was stated that patient was hospitalized again, she left home with blood pressure at 6/4 (units and normal range was not provided) and heart rate at 32 (units and normal range was not provided). On (B)(6) 2020, it was stated that patient discharge from this hospitalization. On unknown date, it was also stated that her blood glucose rate was only high, 300 and 400 (units and normal range was not provided). It was reported that the human insulin and pen correctly as per local label, but patient attached novofine 32g 6mm needles inside the pen until the next application and reused them around three times. Furthermore, it was reported that the calibration was not performed. No further information regarding hospitalizations, corrective measures and exams results was provided. The events outcome, insulin human regular status and action taken were unknown. The patient was the operator of the device, but it was unknown if she was trained. The duration of use for this device model was unknown, for the reported device was around two and three years. The suspect device was not returned to the manufacturer. Reporting consumer did not provide any opinion of relatedness. This case is cross-referenced to case (B)(4). Update 22jun2020: additional information was received on 18jun2020 from the initial reporting consumer. Added patients address, humanpen savvio as suspect device, dosage regimen for concomitant insulin glargine, insulin glulisine as corrective treatment, laboratory exams results, a new serious event of blood glucose increased, conflicting information regarding hospitalization, date of hospitalization for acidosis and cross-referenced case. Narrative and corresponding fields were updated accordingly. Edit 24jun2020: updated medwatch fields for expedited device reporting. No new information added. Update 17jul2020: entered a device specific safety summary (dsss) for the humapen savvio. Updated medwatch and (B)(6) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.